Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer to fill syringe with slightly less then 300 units. Customer will continue to use the current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.